Event description:
It was reported during a pci procedure, the maverick 2 balloon ruptured at less than 12 atms on the first inflation. The lesion being treated was a stenotic, calcified, chronic total occlusion (cto) lesion in the left anterior descending artery (lad). The product was used with a brite-tip guiding catheter (jnj). The procedure was completed with another of the same devices. There were no patient complications, and patient status was reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.